Event description:
The customer reported obtaining high platelet (plt) counts on the coulter lh 750 hematology analyzer. There were no reports of injuries, erroneous results or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a broken sweep flow pinch valve vl11c causing the high plt and red blood cell (rbc) counts. The fse replaced the rbc diluent dispenser and vl11c to resolve the error messages. The repairs were verified per established procedures. (B)(4).